Event description:
No additional information

Manufacturer narrative:
Pr 9621028¿ follow up MDR for device evaluation since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide luer was cracked/damaged/deformed. The following information was provided by the initial reporter: "vaccine drawn up in combo bd eclipse syringe and needle. Needle changed to bdsafety slide 25gx1" needle. When securing needle to hub of syringe, threads stripped. Needle continued to turn (no excessive force used). When phn pushed up on plunger, most of contents leaked out at hub." Ahs mdip reference number (ID): 37700. Date of incident (yyyy-mm-dd): (B)(6) 2024. Site name/location: vegreville community health centre. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use ahs optional report to cmdsnet (health canada): incident details: vaccine drawn up in combo bd eclipse syringe and needle. Needle changed to bdsafety slide 25gx1" needle. When securing needle to hub of syringe, threads stripped. Needle continued to turn (no excessive force used). When phn pushed up on plunger, most of contents leaked out at hub. Previously have had issued with using these needles on prefilled vaccines and vaccine leaking out at hub as well (report filed at that time). Who was affected? No person affected. Frequency of problem: first time. Device information. Device name/description: needle hypodermic safety 25ga x 1 in / syringe 3ml with needle safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916 / 305787. Serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): 2027-09-30 / 31-may-26. Supplier: (B)(4). Supplier catalogue number: 308-305916 / 308-305787. Was the device retained? No.